Manufacturer narrative:
The customer has received a replacement camera head. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The 4k camera head was returned to the service center for evaluation of a reported "camera doesn't register the j box" during an unspecified event. Upon testing and inspecting, the camera head was found to have a no image malfunction due to a defective cable. No patient injury or harm was reported.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the device evaluation results, the no image displayed malfunction was due to no communication from a damaged cable ; likely attributed to user handling. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates the camera cable could be damaged due to the following: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. The legal manufacturer will continue to monitor the field performance of this device.